Manufacturer narrative:
The caller reported, "...the emt's attempted to calm the consumer down and gave her a ' sugar shot' through her veins; roughly 15-20 minutes after the shot the consumer started to 'feel better' and 'like herself'. The emt's asked the caller if he wanted the consumer to be transported over to the hospital, the caller declined to have the consumer transported over to the ER and signed a waiver. The emts left roughly around 12:00am , after the emts left the caller gave the consumer a peanut butter sandwich with milk then the consumer went to sleep. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution lot # none, control solution range: 82-127 mg/dl per label copy/ package insert. - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The consumer's alleged deficiency could not be confirmed. The reported results were found in the memory of the returned device; failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution and blood) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Husband called in reporting an event where the emt's were called due to a "... False high blood glucose reading..." According to the caller, he and the consumer arrived home from church around 10:00pm; the caller performed a blood glucose test on the consumer getting a result of 187 mg/dl. Based on that result, the caller gave the consumer her usual scheduled 3 units of insulin. According to the caller, a few minutes after being tested the consumer had a snack, she ate peanuts, a sugar free cookie and a half of a diet coke. The caller stated, "...shortly after her snack the consumer started 'screaming' and '....feeling confused' ...." The emts were called and arrived within 5 to 10 minutes, once the emt's arrived they performed a blood glucose test using their unk meter getting a result of 20 mg/dl

Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution and blood) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.